Event description:
The report received from the affiliate indicated that the physician opened the cypher box and noticed the hub on the cypher was cracked. The device was not used in the patient. No further information will be forthcoming.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same calls of devices as the us distributed cypher sirolimus drug-eluting stents. The device has been received from testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.